Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door had failed to stay closed. The field service engineer (fse) identified that tower door 3 had failed and cleaned the contacts. The customer was then able to successfully recover. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed, required maintenance and tower door failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.